Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no alarm sounds on their information center ix. No adverse event was reported.

Event description:
The customer reported no alarm sounds on their information center ix. The device was in use monitoring patients. No adverse event was reported.